Event description:
It was reported that even when the power was turned on, the air was not blowing, and various numbers were seen on the temperature display. There were no patient harm and/or adverse events reported as a result of the event.

Manufacturer narrative:
The customer's reported problem was verified by functional testing. The issue was caused by a broken hose sensor cable. The hose was replaced to correct the issue. Eq-5000 device passed all functional tests after repair.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device hose sensor cable, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The hose sensor cable was replaced, and the device passed all testing.